Manufacturer narrative:
The device was returned with the needle mechanism partially deployed, and the hard needle not completely retracted. The linkage assembly was seen through the top housing in an extended position, rather than it's intended finishing position in which the needle would retract. Upon opening the pod housing, scoring marks from the linkage assembly were seen on the inside of the top housing. Although interference between the top housing and linkage assembly were noted, and the hard needle did not properly retract, the cause of this issue could not be determined. Correction: (device available for eval: yes, date returned to mfg: 5/22/2019) the device had been received at the time of initial report. Correction: (device returned to manufacturer? Yes) the device had been returned to the manufacturer at the time of initial report.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400; 17845-5a-aw rev b 09/17. Changing your pod : chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result. Checking your blood glucose. Chapter 4 / page 36: warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 394 mg/dl while wearing the pod between 4 and 24 hours on the unknown location. When patient pressed start, she realized the needle had not deployed as intended.